Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd a-line¿ was cracked and leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the product was cracked and blood leaked."

Event description:
It was reported that the bd a-line¿ was cracked and leaked blood during use. The following information was provided by the initial reporter, translated from japanese to english: "the product was cracked and blood leaked."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Evaluation of the customer samples was performed and cracks on the barrel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.